Event description:
The customer experienced magnesium imprecision which occurred between one and eight times per day, beginning in (B) (6) 2010. The total workload is approximately 100 magnesium tests per day. The customer provided approximately 168 patient results, three were discrepant: patient 1, initial magnesium result 0.01, repeated twice gave 0.77 (same analyzer) and 0.81 mmol/l (different analyzer). Patient 2, tested 2/9/10, initial magnesium result 0.73, repeated twice gave 1.31 (same analyzer) and 0.73 mmol/l (different analyzer). Patient 3, tested 3/5/10, initial magnesium results 0.80, repeated twice gave 1.26 (same analyzer) and 0.80 mmol/l (different analyzer). The customer repeats all discrepant magnesium values >0.07 mmo/l. The customer also stated they would not use the device in question for magnesium results when discrepant results were received. They stated they would report from the other analyzer at the facility. No adverse events were reported. Magnesium reagent lot was 61510101. Investigation is ongoing.

Manufacturer narrative:
It is unknown if initial reported sent report to FDA. (B) (4)

Manufacturer narrative:
The investigation determined a coating on the reaction cells was the root cause of the issue. The cause of the cell coating was not determined. A situation unique to the samples, such as pharmaceutical influence may have caused the coating. A malfunction of the analyzer was not suspected as the system performed within specifications.

Manufacturer narrative:
Further investigation found the coating on the reaction cells contained mg2+ and nikkol bt9 which is a detergent present in the naoh-d used on the system. A preanalytic issue was suspected to have caused in the coating. Application, reagent, and hardware issues were excluded.

Manufacturer narrative:
The customer provided additional questionable magnesium results for 21 samples, the following nine samples had discrepant results. Sample 1, tested (B)(6) 2011, initial result was 1.05 mmol/l. The first repeat result was 0.78 mmol/l. The second repeat result from a different analyzer was 0.76 mmol/l. Sample 2, tested (B)(6) 2011, initial result was 1.02 mmol/l. The first repeat result was 1.87 mmol/l. The second repeat result from a different analyzer was 1.06 mmol/l. Sample 3, tested (B)(6) 2011, all testing performed on this analyzer, initial result was 0.83 mmol/l. The first repeat result was 1.10 mmol/l. The second repeat result was 0.93 mmol/l. The third repeat result was 0.91 mmol/l. Sample 4, tested (B)(6) 2011, all testing performed on this analyzer, initial result was 1.29 mmol/l. The first repeat result was 0.88 mmol/l. The second repeat result was 0.86 mmol/l. The third repeat result was 0.86 mmol/l. Sample 5, tested (B)(6) 2011, initial result was 0.96 mmol/l. The first repeat result was 1.44 mmol/l. The second repeat result using a different analyzer was 0.96 mmol/l. Sample 6, tested (B)(6) 2011, all testing performed on this analyzer, initial result was 0.98 mmol/l. The first repeat result was 1.33 mmol/l. The second repeat result was 0.98 mmol/l. The third repeat result was 0.98 mmol/l. Sample 7, tested (B)(6) 2011, initial result was 0.87 mmol/l. The first repeat result was 1.42 mmol/l. The second repeat result from a different analyzer was 0.86 mmol/l. Sample 8, tested (B)(6) 2011, initial result was 0.99 mmol/l. The first repeat result was 1.43 mmol/l. The second repeat result from a different analyzer was 0.99 mmol/l. Sample 9, tested (B)(6) 2011, initial result was 0.86 mmol/l. The first repeat result was 1.13 mmol/l. The second repeat repeat result from a different analyzer was 0.86 mmol/l. No adverse events have been alleged regarding the discrepancies.